Event description:
Access needle visualized by rn and needle was not at 90 degree angle. Instead, it was bent over almost 30 degrees. This was an out-of-the-box failure. The device was not used on the patient. Immediately did not use device, retained package for reporting defective device. Another device was obtained and the plan of care continued without incident. The packaging for the device was intact prior to opening the needle. Unknown what caused the needle to be malformed.====================== manufacturer response for power loc max, power loc max (per site reporter).====================== will replace.